Event description:
A nurse was performing mouth care to a pt with the bed in the lowest position. When the nurse was finished, she turned to walk away and her left foot got caught on the hand pendant cable. The nurse fell and broke her hip. She had to have surgery as a result of the fall.